Event description:
Pt reported that, while priming, no insulin was observed dripping from the end of the infusion set tubing. Pt removed the cartridge, from the device, and discovered that insulin had leaked inside of the device's insulin cartridge chamber. Pt's blood glucose was not affected and no treatment was received.